Event description:
It was reported that the patient experienced hyperglycemia while using the ilet system after being off the pump and restarting with a factory reset and new cgm and infusion set; meals had been maladapted due to limited understanding of pump operation, and additional training was requested and initiated. Symptoms included hyperglycemia with a blood glucose reading of 343 mg/dl, without reported signs or symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of information provided by the user, and troubleshooting and education on proper meal announcements and avoiding overtreatment of lows, with the pump confirmed to be working and glucose trending down. Investigation of this case revealed no specific device findings and insufficient information to attribute the issue to a device component or malfunction. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.